Event description:
A hospital in (B)(6) reported via our distributor that the water feed tube of an mr290 high frequency vented humidification chamber "kinked off" as it entered the chamber. The hospital further reported that "water flow stopped and chamber dried up. Secretions in the expiratory tube dried, resulting in a plugged tube. Tube required replacing due to "blockage" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bag to be performance tested. Results: the visual inspection revealed a kink in the feedset tube just above the entry point to the chamber. When the water bag was connected and raised up high, the kink in the feedset tube tightened preventing water flow into the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible that the feedset tube was stretched and kinked due to incorrect winding of the feedset tube around the chamber during production. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the failure occurred after pressure testing was performed. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."